Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was alleged the display detached from the pump. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the black box showed a rewind and load step was completed with no evidence of a load step malfunction. The pump will only alarm "no cartridge detected¿ if the piston pushes the entire cartridge to the zero-unit position. A load malfunction was simulated during investigation by starting the load step without a cartridge installed. The pump alarmed ¿no cartridge detected¿. The investigation did not duplicate the load step malfunction with a cartridge installed issue. The force sensor calibration test confirmed the sensor was within specifications. The pump cover was removed to find evidence of moisture corrosion on the force sensor, flex pins, and components of the force sensor circuit.